Event description:
According to the reporter: while inserting the device into the cavity through a trocar, a blue piece fell down. The piece was immediately retrieved. No tissue damage. No patient harm. The procedure was completed without further issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).